Manufacturer narrative:
In initial report, date of this report was not entered as it should have been (B)(4) 2015. This follow up has the correct date. All pertinent information to abbott has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage I and haze in left eye 1 day post treatment. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eyes and rinsed eyes with water for relief of dryness. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.50 x -.50 x 161; left eye pre-op 20/20 -5.50 x -.25 x 145.